Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced cannula breakage. The following information was provided by the initial reporter: the needle npe was broken.

Manufacturer narrative:
Investigation summary: one open 32g x 4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned sample and photos and it was observed that the non patient end of the cannula was bent. No DHR review can be carried out as lot number is unknown. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced cannula breakage. The following information was provided by the initial reporter: the needle npe was broken.